Event description:
The patient's dad reported button error alarms. The bg reading at the time of the call was 205 mg/dl, and the caller stated it would be treated with a manual injection. The patient stated that he was outside, and it was raining when the alarms occurred. Advised the caller that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had a minor scratch on display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube and broken reservoir tube lip. Unit had moisture damage on electronic assembly and on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.